Event description:
Allegedly revised due to ratcheting, grinding and pain. The cup may have also shifted.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01487, 01488, 01489, 01490, 01491, 01492, 01493.